Manufacturer narrative:
Additional information: company representative.

Event description:
New information received notes the right atrial lead continued to exhibit lead noise that led to pacing inhibition. The physician explanted and replaced the lead and electively replaced the pacemaker on (B)(6) 2019. The patient was recovering post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.1 cm. With the helix retracted and clogged with blood/tissue. Visual examination found insulation cuts/damage 8.9 cm, 9.1 cm, 14.5 cm, 15.4 cm, and 15.7 cm from the connector pin consistent with procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of noise oversensing was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with atrial lead noise. Upon review, the right atrial lead exhibited noise that led to pacing inhibition. Programming changes were discussed but not performed. The patient will continue to be monitored. The patient exhibited no adverse consequences.